Event description:
It was reported that the lead had completely fractured. High impedance was also reported. Only the proximal portion of the lead was returned due to complete seperation from the remainder of the lead. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. All conductors were fractured. It was also noted that the proximal conductor had blood/body fluid.